Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.

Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. External and internal visual inspections of unit revealed exposed wires of right ang ext, 2.5id/5.5od 16awg. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Due to exposed wiring of the right-angle ext., the pes was uncappable of powering on. In result, a golden right-angle ext was used to replace the damaged cable and then was able to power on. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). All returned power accessories except the defected cable were able to be used for further testing and evaluation without any power malfunctions and/or any additional complications. Customer reported unit unable to power on - confirmed. Due to the defected right-angle ext. The pes is uncapable of holding power.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.